Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc swivelock®, batch number 15335812, was received for evaluation. Visual inspection revealed that the tip of the anchor was fractured. The sutures were not returned for evaluation. Functional testing was not performed due to the extent of damage to the anchor. Based on the available evidence, the most likely cause of the reported failure is misaligned insertion and/or prying or leveraging of the device during use, which may have compromised its structural integrity. The complaint allegation is confirmed based on the physical damage observed. Refer to the attached investigation photos for visual documentation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th july 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by another new ar-2324bcc. There is no patient harm and no secondary procedure needed.